Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar decompression with fusion to treat spinal stenosis and disc herniation. It was reported that the set screw threads were damaged during insertion into the bone screw. No patient complications were reported.